Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 28 mmol/l associated with the pump delivery reaching the programmed safety limits in the pump. Customer support reviewed the settings with the reporter and walked the reporter through how to change the settings for daily and bolus limits. This report is made based on the allegation that the patient experienced hyperglycemia which may have been contributed to by the insulin delivery exceeding the user programmed daily and bolus limits.

Manufacturer narrative:
Follow-up #1: date of submission 11/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2016 with the following findings: the pump could not be investigated due to unrelated failures.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.